Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging intermittent power to the pump. The reporter indicated that the battery cap was secured appropriately at the time of the event and there was no noted damage to the pump related to the event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/27/2016 with the following findings: several power events were observed in the pump black box occurring on (B)(6) 2016, the returned battery cap was able to secure to the pump appropriately and maintain electrical connection. The cap was examined and was confirmed to be within specifications. The pump was exercised without power interruptions duplicated. The battery cap was loosened by one half turn without impact to the pump power. The pump was opened and there were no intermittent conditions found to the printed circuit board.